Event description:
It was reported that in the renal dialysis unit, a leak was found from the venous lumen of the dialysis catheter as a result of a crack in the hub. As a result, a repair kit was used and dialysis continued successfully. There was no reported delay, death, or complications to the patient as a result of this occurrence. The patient involved was female, (B)(6).

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.